Manufacturer narrative:
H4: the device was manufactured from april 29, 2022 - april 30, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During and after fill, no evidence of a leak was observed at the fill report. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. After dispensing the medicine, the solution continued to leak from the dosing mouth. This issue occurred in the pharmacy. There was no patient involvement. No additional information is available.